Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while performing a resuscitation maneuver in the hemodynamics room, the iabp stopped working after a shock defibrillation and was completely closed. However, customer stated that it was possible to restart the iabp by pressing on again. The electrode cable and the batteries were checked and were found to be fine. Customer also wants to know about the cardiosave's tolerance in context with a defibrilation discharge. No death or serious injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and advised that no failure was detected and no parts were replaced in connection with this complaint event. The fse completed preventive maintenance on the iabp, performed all functional and safety tests to factory specifications and returned the iabp to the customer for clinical service.

Event description:
It was reported that while performing a resuscitation maneuver in the hemodynamics room, the iabp stopped working after a shock defibrillation and was completely closed. However, customer stated that it was possible to restart the iabp by pressing on again. The electrode cable and the batteries were checked and were found to be fine. Customer also wants to know about the cardiosave's tolerance in context with a defibrillation discharge. No death or serious injury was reported.